Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.

Event description:
The event was reported via a medsun mandatory medwatch report (uf/importer report# mw5158309) and involved a plum 360 infusion pump. The customer reported that the pump infused air to the patient with no alarm. On 02-sep-2024 that stated: pump infusing air to patient with no alarm. There was patient involvement, however, harm was not reported as a consequence of this event.